Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a bleeding screen as a result of a cracked liquid crystal display.

Event description:
The customer reported that the insulin pump had unreadable display. No further information was provided.